Manufacturer narrative:
The events were reported through a retrospective clinical trial. The events are considered serious and probably related to the therasphere administration. The patient's condition at baseline (tumor volume and biliary tract dilatation) may have favoured the occurrence of hepatic failure. Increased bilirubin and encephalopathy (hepatic failure) and death are anticipated adverse event associated with therasphere. No device malfunction was reported. The lot number associated with the therasphere administration was not reported therefore no investigation could be performed. If additional information becomes available, a follow up report will be submitted.

Event description:
On 04 june 2018, notification was received for a clinical study sae from the (B)(6) target study ((B)(6): a therasphere advanced dosimetry retrospective global study evaluation in hepatocellular carcinoma treatment). A retrospective review of this patient's chart identified adverse events following the administration of therasphere. Subject (B)(6) is a (B)(6) male patient enrolled in the target study, diagnosed with unilobar hcc in (B)(6) 2014. Left liver lobe lesion: 104 x 60 mm - confirmed through CT scan. This patient had presence of portal hypertension, no ascites or encephalopathy, with a baseline bclc stage c. Splenomegaly was noted at screening. The patient had no disease related surgery, no concomitant medications and was not treated with sorafenib before therasphere treatment. This patient had a relevant medical history of left bile duct compression and dilatation diagnosed in (B)(6) 2014 that was ongoing. This patient was administered therasphere to the left liver lobe on (B)(6) 2014. 1.35 gbq was the total activity administered with 0% residual activity, 1% lung shunt and 42% total perfused liver. Whole liver: volume 2384.9 cm3 / absorbed dose 27.2 gy. Absorbed dose to lungs: 0.7 gy. Total perfused liver: volume 1002.6 cm3 / absorbed dose 64.7 gy. Total perfused tumor: volume 353.6 cm3 / absorbed dose 89.4 gy. Total perfused viable tumor: volume 231.5 cm3 / absorbed dose 101.6 gy. Total perfused normal tissue: volume 649 cm3 / absorbed dose 50.9 gy. Whole liver normal tissue: 2031.3 cm3 / absorbed dose 21.5 gy. On (B)(6)y 2014, this patient was diagnosed with severe increased bilirubin. The patient was treated with palliative care. In (B)(6) 2014 (date not reported), the subject was diagnosed with grade 5 severe encephalopathy. The encephalopathy reported resulted in a fatal outcome, the patient died on (B)(6) 2014. The target principle investigator assessed the increased bilirubin and encephalopathy as serious and probably related to the therasphere. The events were not reported to btg by the treating physician at the time of the event in 2014.